Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump for an an indeterminate amount of time, with no continuous glucose monitor (cgm) sensor readings. The customer declined to provide additional information and declined to troubleshoot with tandem technical support.